Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer initially called to report that the needle hub was getting stuck in the serter. During the call the customer reported having low blood glucose of 46 mg/dl which she treated by drinking soda. The customer was instructed on how to remove the needle hub from the serter but he was unable to. The product was replaced. Troubleshooting for low blood glucose was not performed.